Event description:
The advocate stated the customer tested his blood glucose using his 2 contour meters and received readings of 48 and 248 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer ran out of test strips, so it was not possible to have them returned for eval. Replacement test strips and new meters were sent to the customer.